Manufacturer narrative:
(B)(4). A product picture has been received which shows that the avantage impactor tip is broken in two different parts. The product was returned and lab analysis was performed. The product analysis shows that the product has been returned in spare parts. Indeed, it was noticed that a part of the piece was broken on the top of the product. Therefore, the reported event has been confirmed. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. The review of the raw material certificate shows no non-conformity or deviation. The instruction for use has been reviewed and it was found that cleaning and sterilization instructions are described in it, like storage and use. A complaint extract was done regarding instrument fracture: 2 complaints (2 products), this one included, have been recorded on avantage impactor tip 56mm, reference (B)(4), from (B)(6) 2018 to (B)(6) 2021. 1 complaint (1 product), this one included, has been recorded on avantage impactor tip 56mm, reference (B)(4), batch 00zb151201. According to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the impaction of the cup, on the pieces on the tip of the impactor broke off. Nothing fell into the patient and they were able to finish the surgery without any delay. No adverse health outcome has been reported as the result of the malfunction.

Manufacturer narrative:
(B)(4). A product picture has been received which shows that the avantage impactor tip is broken in two different parts. Therefore, the reported event has been confirmed. The product analysis can't be performed as the product was not returned. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. The review of the raw material certificate shows no non-conformity or deviation. The instruction for use has been reviewed and it was found that cleaning and sterilization instructions are described in it, like storage and use. A complaint extract was done regarding instrument fracture: - 2 complaints (2 products), this one included, have been recorded on avantage impactor tip 56mm, reference a4640056, from january 01, 2018 to january 26, 2021. - 1 complaint (1 product), this one included, has been recorded on avantage impactor tip 56mm, reference a4640056, batch 00zb151201. According to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the impaction of the cup, on the pieces on the tip of the impactor broke off. Nothing fell into the patient and they were able to finish the surgery without any delay.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that during the impaction of the cup, on the pieces on the tip of the impactor broke off. Nothing fell into the patient and they were able to finish the surgery without any delay.